Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Customer submitted voluntary medwatch submission number is mw5064942 and was submitted by user to department of health and human services on 09/20/2016. (B)(4).

Event description:
It was reported via user facility/ voluntary medwatch number mw5064942 that the needle detached from the syringe connection. The facility is using these needles on "pre filled syringes" and find that after the medication is injected, the needle comes off the syringe even after the medical assistants have made a conscious effort to tighten the needles on the syringe. When the system was withdrawn, the needle remained in the patient. The medical assistant was able to grasp it and remove the needle. No adverse health outcomes were reported.